Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation is ongoing.

Event description:
During a vitrectomy procedure, the vitrector paused. A warning message appeared (vitrectomy cutter is not connected or not detected. Ensure that the vitrectomy cutter is connected and press resolve). Changing the cutter for a new one and afterwards, restarting the machine did not solve the problem, as the same message kept showing up. Patient harm did not occur, however, the procedure had to be aborted due to this incident and the patient will need to be re-operated.

Event description:
During a vitrectomy procedure, the vitrector paused. A warning message vit5 appeared (vitrectomy cutter is not connected or not detected. Ensure that the vitrectomy cutter is connected and press resolve). Changing the cutter for a new one and afterwards, restarting the machine did not solve the problem, as the same message kept showing up. Patient harm did not occur, however, the procedure had to be aborted due to this incident and the patient will need to be re-operated.

Manufacturer narrative:
With regard to this complaint, a vitrectomy module and log files were returned for investigation. Investigation of the returned vitrectomy module could not reproduce the complaint. However, analyses of the log files confirmed occurrence of the vit5 error message. Further investigation revealed the presence of teflon particles inside the valves of the vitrectomy module. When the vitrectomy module is in use, the air pressure can take these particles into the vitrectomy module and block the valve system, which in this case resulted in the vit5 error message. It was determined that the particles originated from teflon tape that was used for the assembly. Therefore, the reported event can be traced to the manufacturing process.